Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Customer feedback survey was inadvertently left out. The customer provided response to the questionnaire regarding the presence of foreign material. The product was cleaned, disinfected, and sterilized before requesting repair. No foreign material was adhered to the scope. Facility was not aware of the foreign material adhered on the device. It was no delay to start of pre-cleaning and if the water and air was aspirated through the air/water nozzle. It is unknown if there are any problems with accessories used for reprocessing. The device was submerged in cleaning solution and if air/water nozzle was brushed with a gauze, brush, or sponge. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and deviation from instruction for use (IFU) are unknown. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the IFU sections which state: operation manual describes how to detect for the suggested event in ¿chapter 3 preparation and inspection¿. Reprocessing manual describes how to prevent for the suggested event in ¿chapter 5 reprocessing the endoscope¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. During the evaluation a foreign matter was found in the forceps channel. Additional evaluation findings were as follows: due to clogging of channel tube, the tube cleaning brush cannot be inserted, due to wear of angle wire, bending angle in up direction does not meet the standard value, due to wear of angle wire, the play of up/down knob is out of the standard value, the adhesive on bending section cover has a chip, the protector of universal cord on control section side, scope connector cover unit, the lock engagement lever, the free/engage knob, the up/down knob, the right/left knob, the switch box, the scope cover, the scope connector, the grip, the protector of universal cord on scope connector side all have a scratch, the control unit has discoloration, and the forceps channel port is shaved. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus representative reported on behalf of the customer that the gastrointestinal videoscope suction function does not work. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign matter was found in the forceps channel. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.